Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and their friend/family member regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient reported they had several surgeries and that their current ins was implanted deeper by the healthcare provider. No patient symptoms were reported. No further complications were reported or anticipated.